Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon catheter became stuck on another MFR's guidewire. The maverick2 monorail catheter could not be advanced or pulled back from the wire. The two devices were removed together without consequence to the patient, and another maverick balloon was used to complete the procedure. Pt status was reported as 'fine'.